Event description:
It was reported that prior to using bd vacutainer® sst¿, an unspecified number of tubes exhibited foreign matter and air bubbles in the gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufactureron:06-jan-2026. G.4. PMA / 510(k)#:k230855. Investigation summary: bd received 7 samples for investigation. The samples were visually inspected, and no foreign matter (fm) was observed however, gel air bubbles were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel air bubbles. This complaint has not been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿, an unspecified number of tubes exhibited foreign matter and air bubbles in the gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.